Event description:
A 3.0 x 13mm cypher select + failed to cross the target lesion and became misaligned proximally from the balloon on the sds. The target lesion was in the proximal circumflex and was described as 90% stenosed and heavily calcified with the bifurcated section at the ostium of the proximal circumflex angled at 45 to 90 degrees. Pre-dilation was conducted and the cypher select + was delivered to the target lesion, but became stuck at the ostium of the proximal circumflex due to the flexion. The physician tried to deliver the cypher select + again by parallel wire technique, but was unsuccessful. The physician again tried to advance the cypher select+, but the stent was misaligned proximally from the balloon on the sds. The stent, on the sds, was retrieved from the patient successfully, although some friction was noted within the guiding catheter. To complete the procedure, a different cypher select + (3.0/18mm) was successfully implanted at the target lesion. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician's comment: crossing failure occurred because the stent became stuck due to the calcification.

Manufacturer narrative:
Concomitant medical devices: medikit; gw: runthrough, bmw; gc: heartrail 7f; bc: voyager; sheath: medikit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is anticipated that the device will be returned for analysis, but the device has not yet been returned. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
The device was returned for analysis on (B)(4) 2010 and proximal strut uplift was noted. The complaint received states that during a coronary interventional procedure the cypher select plus failed to cross the target lesion, became offset/out of position on the sds while inside the patient and the stent had proximal strut uplift. There is no information regarding the patient. A 3.0 x 13mm cypher select + failed to cross the target lesion and became misaligned proximally from the balloon on the sds. The target lesion was in the proximal circumflex and was described as 90% stenosed and heavily calcified with the bifurcated section at the ostium of the proximal circumflex angled at 45 to 90 degrees. Pre-dilation was conducted and the cypher select + was delivered to the target lesion, but became stuck at the ostium of the proximal circumflex due to the flexion. The physician tried to deliver the cypher select + again by parallel wire technique, but was unsuccessful. The physician again tried to advance the cypher select+, but the stent was misaligned proximally from the balloon on the sds. The physician had pulled the device back into the guide catheter several times while trying to cross the lesion. The stent, on the sds, was retrieved from the patient successfully, although some friction was noted within the guiding catheter. To complete the procedure, a different cypher select + (3.0/18mm) was successfully implanted at the target lesion. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician's comment: crossing failure occurred because the stent became stuck due to the calcification. The complaint of failure to cross could not be confirmed in fal; however, the reported ¿'stent out of position and strut uplift' failures were confirmed. The exact cause of the reported failures could not be determined. Neither the DHR review nor the product analysis suggests that the failures experienced by the customer are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. Review of the information suggests that both vessel / lesion characteristics and procedural factors may have contributed to the confirmed failures. One non sterile cypher select + (B)(4) 3.00 x 13mm was received coiled inside a plastic bag. The unit was received wavy with a kink at 12.8cm from distal end; this condition could be related to the way the unit was sent for the analysis. The struts were uplifted from proximal end. The stent was found out of its original position; also fibers were noted in the stent. Residues of inflation media were found in the balloon, also crimping and bumping marks can be observed in the balloon. Crossing profile could not be measure due to the received condition of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to cross could not be confirmed due to condition of the stent. The reported 'stent out of position and strut uplift' failures were confirmed. The exact cause of the reported failures could not be determined. It is likely that procedural factors could contribute to the reported failures. Neither the DHR review nor the product analysis suggests that the failures experienced by the customer are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.